Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shocking impedance measurements. The patient was evaluated in clinic and the out of range measurements were reproduced with various arm positions. No noise was noted on the shock electrogram (egm). It was reported that the patient will be having a revision procedure in the near future. Subsequent information was received that a lead revision procedure was done, and there was no evidence of a connection issue when the pocket was opened. The out of range impedance measurements were not reproduced in the lab and the physician opted to keep the lead in service. The plan is to monitor the lead closely through remote monitoring. No adverse patient effects were reported.

Event description:
Further information has been received that this device system (involving a competitor's right ventricular lead) continues to exhibit high out of range shock impedances. The measurements were again reproducible in clinic with arm movement above the head. Subsequent information has been received that due to the normal invasive testing that was done a couple months ago (for the same issue), the physician has elected to continue to monitor the lead. No adverse patient effects have been reported.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead continued to have high shock lead impedances during daily measurements. Recently, however, high shock lead impedances while attempting to deliver a shock were noted, as well as, high rv pacing impedances. It appeared that there was noise on the lead causing false ventricular tachycardia detections. No inappropriate therapy was delivered as the shocks were diverted. It was determined that the lead was fractured. Surgical intervention was performed and the competitor's rv lead was surgically abandoned, a new rv lead was implanted, and this generator remains in service. No adverse patient effects were reported.

Event description:
Surveillance with the patient's home monitoring system has continued, and, to date, no other system intervention has been performed. Now, further information has been received through the patient's home monitoring system that this ICD and competitor's rv lead have exhibited a low, out of range, shock impedance. The local boston scientific field representative reported that the patient, clinician and physician have been notified and an in-clinic follow-up appointment to assess the device system is being arranged. No adverse patient effects have been noted.

Manufacturer narrative:
At this time, no additional information is available. This investigation will be updated should further information be provided.

Manufacturer narrative:
--